Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient has a lead fragment remaining from previous interstim system. Caller states on the operative report from (B)(6) 2024 the surgeon wrote that the lead "ended up fraying so that the distal end of the lead remained in the s3 foramen." Caller inquiring if the patient is eligible for MRI - technical services (ts) reviewed requested info.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: interstim; product ID: 3889-28 (lot: va25gs8); product type: 0200-lead; implant date: (B)(6) 2020; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.